Event description:
(B)(4). Cramping, stabbing pelvic pain, abnormal menstrual, hot flashes, night sweats, bleeding after sex, painful intercourse, loss of pleasure, worsen menstrual, breast pain and tenderness, abnormal spasms fluttering, pid, gas, abnormal bloating, worsen migraine, dizziness, brain fog, short term memory loss, heart palpitations, insomnia, muscle cramps.